Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient called to report an incident that involved a floor lift. The patient reported that the bottle scale allegedly gave way and patient fell to the floor. Patient went to the hospital but only had bumps and bruises and was released. Complaint #(B)(4) and ra #84098042 was entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.